Event description:
Dealer is stating that the batteries are dropping under a load test. Battery volts are at 11.3 and 11.4 dropping under load test it states bad and 6, which dealer is not sure what that means.